Manufacturer narrative:
The pump has not been received for eval. Should the pump be received, a full eval will be performed and a follow-up report will be filed.

Event description:
The facility's biomed reported the pump overinfused during clinical use. The pt had two flo-gard pumps hooked up. Pump a, was programmed to infuse a 500ml bag of sodium chloride at a rate of 30ml/hr. In approx. 5 hours, the pump showed it delivered a volume of 150ml but the entire bag was empty. Pump b, was piggybacked into pump 1 and programmed to infuse a 2000 ml bag of dobutamine at a rate of 9ml/hr. When the sodium chloride bag was found emtpy, the drip chamber of the dobutamine appeared to be running faster but the dobutamine infusion was reported to have infused as intended. Despite baxter's efforts to obtain additional info regarding pump programming and set-up info, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact info was requested but no alternate contact was identified. No pt injury resulted and there is no adverse outcome associated with this report.